Event description:
On (B)(6) 2022, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced abdominal pain, redness and ooze at the peg stoma site. The patient commenced unknown intravenous antibiotics and analgesia and the issues subsided. On (B)(6) 2022, the peg tube became loose from the connections and the j tube became exposed. There was no disruption to duodopa. The patient complained of abdominal pain and distension and was treated with an enema with good results. On (B)(6) 2022, duodopa was placed on hold, as the patient reported minimal pain and redness to stoma site, swelling reduced, bowels were opening. On (B)(6) 2022, the patient pulled out the j tube and duodopa was not re-connected. On (B)(6) 2022, the patient improved, it was decided to discontinue duodopa and the peg tube was removed. On (B)(6) 2022, the patient was discharged home.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.